Manufacturer narrative:
The device was not returned to olympus for inspection. The device was returned to a third-party distributor and was evaluated. Based on the results of the investigation, it was likely due to damage on the charged coupled device unit, interference on image occurs, therefore no image is displayed. A probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device has no image. There were no reports of patient involvement.